Manufacturer narrative:
It was confirmed there was resistance when pulling the trigger back. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft vamf3232c200tj was intended to be implanted during the endovascular treatment of a thoracic aortic dissection. It was reported that during the index procedure the device was advanced to the placement position. However, there was significant resistance when turning the slider and also when pulling the trigger. The stent could not be deployed as the sheath could not move. The device was replaced with another valiant captivia model vamf3030c200tj. Per the physician the cause of the event is undetermined. No additional clinical sequalae were provided and the patient is fine.